Event description:
Healthcare professional reported left side cold seroma, breast implants-related anaplastic large cell lymphoma (bia-alcl) finding. Pathological marker alk- has been received. Pathological marker cd30+ has not been received. Device was explanted. Treatment was a total capsulectomy and prosthesis removal.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bia-alcl suspected.

Event description:
Additionally, capsular contracture baker grade iii was reported. Later reported histological markers "positive for cd30+... Alk1: negative.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side cold seroma, breast implants-related anaplastic large cell lymphoma (bia-alcl) finding. Healthcare professional reported appearance of a "cold seroma" in the left breast. A cytological examination was performed that revealed a suspicion of breast implant associated anaplastic large cell lymphoma (bia-alcl) where large cell elements were observed to be positive for cd30 lymphoproliferative process. A CT pet scan was normal. A histological examination revealed "the location of t-lymphoproliferative process whose morphological and immunophenotypic characteristics are consistent with anaplastic large cell lymphoma associated with breast implants according to who 2022. The neoplastic component initially infiltrates the inner surface of the capsule (stage t2)¿. Histopathological marker alk- has not been provided. The device has been explanted. The postoperative course was normal.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 415002 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, corrected and/or changed data: b.5, b.6, g.2.